Event description:
It was reported that the hand rims on the manual wheelchair are defective and have caused the end user sustain blisters on the hands. No report of medical intervention.

Manufacturer narrative:
.